Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had intermittent power. Reportedly, the battery compartment was cracked. The battery cap had stripped threads, however, the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. The returned battery cap had stripped threads and was unable to secure properly to the pump; a power loss was duplicated with the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test; no power interruptions occurred during testing. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed the following: the display screen was found to be discolored; the audio bolus button cover was torn, however, the button responded appropriately during testing. (B)(4).